Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. No motor error alarms noted during testing. Motor passed motor test. The insulin pump had broken reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer reported that the reservoir compartment was chipped and cracked. The customer's blood glucose was 401 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for motor error alarm and high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.